Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. The air/water channel had intermittent flow. The nozzle unit was removed; however, the air/water flow was still weak. The air/water channel was clogged. The ultrasound image had three (3) broken elements. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
It was reported by the customer, during preparation for use, the ultrasonic gastrovideoscope could not be completely cleaned. The air/ water channel got clogged. When the scope was blown out with air, brown nasty fluid came out. The intended endoscopic ultrasound (eus) was cancelled. Same issue as the previous complaint in (B)(6) 2021. No patient harm reported. This complaint is related to patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of the foreign material exiting the device likely occurred due to not being reprocessed properly. The specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.